Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the oesophagus during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attached to a metal stent for a stricture management. The clip was able to grasp and lock onto the mucosa, but did not release from the catheter to deploy. Reportedly, the device was removed and the procedure was not completed due to another reason. Additionally, the reported indication of procedure for stricture management to anchor stent is outside the device directions for use. Resolution 360 clips are not indicated for the purpose of anchoring esophageal stents in procedures performed outside the united states. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.